Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the sensor was getting stuck in the inserter device. The blood glucose reading was 110 mg/dl. Customer also reported that there had been blood at the site. Customer was advised on insertion techniques. Customer stated that the fold over flap was not dislodged before placing the sensor in the serter. Nothing further was reported.